Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
During an eight week, open label, sequential phase study in which individual subjects progressed through four study periods each compromising six hd treatments over a two week period. The patients were given their standard bolus heparin, then 100% of the standard bolus dose, then 80% of bolus standard, then 66.7% of bolus standard. A patient was hospitalized secondary to diarrhea and weakness secondary to gastroenteritis. The patient did not receive any study product and was withdrawn from the study as he missed two consecutive, scheduled hd treatments while in hospitals per the study protocol. The outcome was resolved on (B)(6) 2010. The severity of the event was unknown and the relationship to the study was assessed as not related.